Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a rash. The rash was burn-like and was located under each ECG electrode and on his back under the therapy electrode pads. The rash was very itchy. The patient removed the device to allow the rash to heal and the patient's physician advised the patient to continue leaving the lifevest off until the rash healed. Follow-up indicated that the rash was improving and that the patient ended use of the device.